Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in qsyte has been found broken during use. The following has been provided by the initial reporter: it's noticed that needle broken during needle retraction. On (B)(6) 2019 puncture scalp lien on january 27, the removal of the retention needle in the process found that the retention needle fracture, immediately press the front end, remove the tube.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in qsyte has been found broken during use. The following has been provided by the initial reporter: it's noticed that needle broken during needle retraction. (B)(6) 2019 puncture scalp lien on (B)(6) , the removal of the retention needle in the process found that the retention needle fracture, immediately press the front end, remove the tube.

Manufacturer narrative:
This MFR. Report # 3006948883-2019-00678 is void. The complaint has been captured under MFR. Report # 3006948883-2018-00411. H3 other text : see h.10.